Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel. The handpiece failed for rotation, leak, cut, current draw, cap removal, and sheath rotation tests. Quality personnel then investigated the attachment. Ambient cap temperature at time of testing was 21.2°c. Free run testing for 30 seconds resulted in a maximum temperature of 39.6°c. Free run testing for 2 minutes resulted in a maximum temperature of 90.1°c. Load testing the attachment was not conducted due to the attachment seizing up during the free run test. Maximum temperature as per specification is 13°c above cap ambient temperature after 30 seconds of free run. Maximum temperature after 3 minutes in either free running or load testing is 48.0°c. The attachment failed both testing parameters. During examination after disassembly it was noted several internal components of the head assembly displayed moderate to severe debris. Tail gears also exhibited slight corrosion. All components appeared to be dry and lacking in lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the increase of temperature reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.